Manufacturer narrative:
Follow-up # 1 ¿ (06/06/2015).the patient¿s meter has been returned on 5/14/2015 and evaluated by lifescan product analysis on 5/22/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter of "between 6.0 mmol/l and 11.0 mmol/l" compared to "lower" but unspecified results on a onetouch ultraeasy meter. No time difference between results was provided by the reporter. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.